Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had low blood glucose once and woke up in the hospital. Customer's blood glucose was unknown. Customer mentioned the doctor threw out his device and had been off the device. Customer reported the last time he had an insulin pump was in 2010. Customer reported his blood glucose was normal when he was wearing the device. Customer reported he had high blood glucose of 1500 mg/dl, 800 mg/dl, and 989 mg/dl while being off the device. Customer had been treating his high blood glucose with insulin injections. Customer was advised by his other doctor to start wearing the device again. Customer will not be sending back any device for analysis.